Manufacturer narrative:
(B)(4). Batch # ni the lot history. Records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic appendectomy upon the first firing of the device the surgeon reported that towards the end of the firing it felt different. It had cut and stapled, but did not form proper staples towards the end of the cut. (Not sure of the appearance of the malformed staples). The surgeon had to pry the handle back to open the device. He then used a different cartridge and attempted to fire again. On the second firing it felt different from the start; it was tough to fire all the way to the end. The staples were not formed properly at all through the cut. No buttressing was used. Unknown if there was bleeding or oozing. The procedure was completed using a competitor's device. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # n53e34. The analysis results found that the ats45 device was received with the firing mechanism damaged and with two tr45m cartridges present. The reloads were received partially fired 2/3 and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.